Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the implantable cardioverter defibrillator and right ventricular lead exhibited noise oversensing. It is unknown if the cause of the noise was due to the device or lead. The patient did not receive high voltage therapy during the oversensing. Programming changes were made. The patient was stable and would be continued to be monitored